Event description:
The subject¿s knee was reported to be stiff during physical therapy. Later reports of surgery for manipulation under anesthesia on the left knee.

Manufacturer narrative:
This MDR is being filed based on info provided from clinical retrospective study.